Manufacturer narrative:
The manufacturer had previously reported a ventilator was having power issues and the power supply board was replaced to address the issue. This was incorrect. The power supply board was not replaced and the device was scrapped at the request of the customer.

Event description:
The manufacturer received information alleging a ventilator was experiencing power source issues. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's power supply board was replaced to address the issue.